Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the image flickering on and off was due to an internal disconnection of the cable connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced intermittent loss of image when manipulated by the doctor. The event occurred during a diagnostic knee arthroscopy under sedation. The procedure was completed using the same device, and no patient harm was reported.